Manufacturer narrative:
Samples were collected using nasopharyngeal collection and viral transport medium from becton-dickinson. Customer gave no indication that the patients were symptomatic. The product is intended for testing specimens from individuals who are suspected of covid-10 by their healthcare provider. Although no adverse outcomes were reported, qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Specimens which tested positive and specimens which tested negative with qiareach sar-cov-2 antigen test had discrepant results for sars-cov-2 when tested by pcr method.